Event description:
It was reported that the right atrial (ra) lead was explanted for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.